Manufacturer narrative:
Date of report: 11/28/2016. Describe event problem: additional information received stating that the system was "not responding when stimulating areas that "should" have nerves". There was no patient impact. Email: (B)(6). Date manufacturer received: 01/25/2017. (B)(4).

Event description:
Additional information received stating that the system was "not responding when stimulating areas that "should" have nerves". There was no patient impact.

Manufacturer narrative:
Concomitant product: 8253002: nim mainframe response 3.0, serial # (B)(4), lot # 208955668, manufactured date ¿nov/17/2014, 510(k) # k083124, (B)(4). The nim patient interface (product # 8253200) and the nim mainframe (product # 8253002) were returned for evaluation. Evaluation of patient interface (product # 8253200) found that the wave spring washers were worn. The device was repaired, tested to manufacturer product specifications and returned to the customer. Evaluation of the nim mainframe (product # 8253002) confirmed the customer's issue of not working well. During inspection the device had a start up alarm failure. The audio pcb on the device failed. The device was repaired, tested to manufacturer product specifications and returned to the customer.

Event description:
It was reported that the nim system is still not working well after being returned from repair recently. There was no report of patient impact. Multiple attempts to obtain additional information for this reported event have been unsuccessful.